Manufacturer narrative:
The investigation into the reported access site bleeding was completed. The device was not returned for evaluation. No data logs were returned and there were no logs available. Based on the available information, the root cause of the access site bleeding was most likely related to patient condition related. This report is being filed as part of a retrospective review of historical records. The failure modes will be monitored and trended.

Event description:
The user facility reported that a 30-year-old male patient implanted with the impella 5.5 for mechanical circulatory support experienced access site bleeding in the axillary pocket. The patient was subsequently transfused 1 unit of packed red blood cells (prbc) and a jackson pratt (jp) drain was placed prior to closing pocket. Additionally, the patient was administered protamine and heparin was stopped for bleeding management. It was reported that the bleeding was not attributed to impella.